Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery the ophthalmic knife was dull. The surgery was completed by replacing the product with another one. The details of the procedure was unknown. No patient impact was reported.

Manufacturer narrative:
One opened knife, in sheathing, in blister was received for the report of slit knife was dull. Sample was visually inspected and found to be conforming. Functional penetration testing was performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally nonconforming, therefore the dull blade was confirmed. The root cause for the slit knife was dull is related to the electropolishing step in the manufacturing process. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.